Event description:
It was reported that a large volume infusor leaked from its tubing. This occurred before use after the device was filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured october 20, 2014 - october 21, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted a leak from the tubing. The reported problem was verified. The cause was determined to be a cut in the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.